Manufacturer narrative:
The insulin pump was received with flashing white lcd display anomaly and beeping audio due to cracked on lcd controller. We were unable to verify button/keypad unresponsive and vibration due to blank flashing white lcd. The insulin pump was received with cracked keypad overlay at the center circle button, cracked reservoir tube lip, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported via phone call that the insulin pump was alarming and vibrating. Caller reported that he changed the battery, but that did not correct the situation. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.